Event description:
It was reported to boston scientific corporation that within the first 5 minutes of a ureteroscopy procedure using a flexiva 200 tractip laser fiber, the ball tip of the fiber degraded at .16 kilojoules. When the energy was increased to .77 kilojoules, the tip of the fiber; less the ball was present. However, the jacket of the fiber was blackened approximately 4mm. The fiber did not appear to be overheated. The fiber was positioned 1 mm in distance from the kidney stone. Laser energy from a lumenis 100 watt laser was being used with the fiber. The procedure was completed with this device without any complications to the patient who is reportedly 'fine' post procedure.

Event description:
It was reported to boston scientific corporation that within the first 5 minutes of a ureteroscopy procedure using a flexiva 200 tractip laser fiber, the ball tip of the fiber degraded at .16 kilojoules. When the energy was increased to .77 kilojoules, the tip of the fiber; less the ball was present. However, the jacket of the fiber was blackened approximately 4mm. The fiber did not appear to be overheated. The fiber was positioned 1 mm in distance from the kidney stone. Laser energy from a lumenis 100 watt laser was being used with the fiber. The procedure was completed with this device without any complications to the patient who is reportedly "fine" post procedure.

Manufacturer narrative:
The device was not used past expiry date.

Manufacturer narrative:
The following information was provided by the customer on (B)(6) 2013: the blackened jacket was at the tip of the fiber due to normal fiber degradation and function. The customer also clarified that the originally reported complaint was reported in error due to a communication misunderstanding. There was no failure of the device and no complaint reported on this device.